Manufacturer narrative:
The patient's mother reported that this was an unusual event, because the patient has been seeing the orthodontist for the past six years, and this is the first time the daughter has ever developed a rash from exposure to the dental chair cleaned with cavicide. When the reaction wouldn't clear up even after the patient took a shower, the mother took the patient to urgent care for treatment. At urgent care the patient was given a prescription, 0.1% mometasone furoate cream, for the allergic reaction. The patient's mother reported that after using the cream the patient's reaction has completely cleared up and the patient is doing well. No evaluation was performed: the part and lot number involved was unknown therefore evaluation of retain samples could not be conducted. Additionally, the patient did not return any suspected product to metrex research corporation for evaluation. This is the final report.

Event description:
In 2009, a patient's parent reported that the patient experienced a skin irritation along the back of her legs, after being exposed to cavicide used to clean a dental chair at an orthodontic appointment.